Event description:
Boston scientific received information that this patient had experienced a syncopal episode. The caller was inquiring about programming for sudden brady response (sbr) device feature. The physician assistant associated with this product issue was convinced the patient's syncopal episode was related to dehydration after she explained the process leading up to the event. Additionally, device interrogation was normal.

Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.